Event description:
It was reported that the user was unable to attach the infusion set connector to a new ilet while installing supplies, despite aligning to the 9 o¿clock position and pushing in to turn clockwise; removal of a new hard case clip from the device back allowed the connector to engage normally. Symptoms included no adverse physiological effects and no change in blood glucose. Outcomes included completion of troubleshooting and education, and shipment of replacement connectors. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the hard case clip impeded connector engagement and that normal function resumed once the clip was removed. It was concluded that the event involved user interface difficulty due to accessory interference, with the device functioning as intended once the obstruction was removed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.